Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed on (B)(6) 2017. User has a profile in the basal rate settings labeled "steriods40", that adjusts basal rate from 0.8 u/hr to 3 u/hr. User was using this profile on the (B)(6) 2017. User made bolus requests without entering carbohydrate intake or current bg levels. Making bolus requests without entering current bg levels or carbohydrate intake could lead to a low bg event. Drastic basal rate adjustments could lead to low bg levels, and taking medication such as "steriod" could also effect bg levels. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels. Reportedly, on (B)(6) 2017, the customer's bg level was 21 mg/dl. Emergency medical transport (emt) was called as the customer had a seizure, and was administered glucagon and solu cortef (steroid for addison's disease). The customer woke up, and was monitored by her husband at home. The customer consulted with health care provider regarding this event. Additionally, on (B)(6) 2017, the customer experienced a low bg level of 40 mg/dl. The customer's mother gave the customer glucose tablets and a shot of solu cortef to treat the low bg level. Reportedly, the suspected cause of the low bg events were due to the pump delivering a bolus while the customer was asleep. Review of the pump data logs show that the lock screen had been successfully unlocked by the user. Additionally, the bolus was programmed, and then shows the user overriding the bolus size and inputting a specific amount of insulin to administer for a bolus. Recommendation was made to turn on the feature lock prior to going to sleep, and customer acknowledged the advice. At the time of the call, the customer's bg level was in good standing. During a follow-up call with the customer on (B)(6) 2017, the customer confirmed no further issues had occurred since the reported date.